Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 15 mg/dl at the time of the incident. The customer experienced symptoms such as shaking and body weakness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer started of with a high of 200 mg/dl, bolused but kept going higher. Eventually their levels dropped and they had to get medical assistance. The customer stated that their doctor thought the incident was due to stress. The insulin pump will not be returned for analysis.